Event description:
It was reported that the pump's battery went dead. The pump was set with correct pump rate. The patient reported having 'no specific symptoms but felt like may not have been getting medication'; also reported 'having pinched nerve in hand and experiencing issues with gripping'. No patient injury was reported.

Manufacturer narrative:
Serial # is unknown; no further information was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for feeling as though the pump is different is due to the pump's settings and programming being reset if the battery dies. Settings may not have remained exactly the same as prior to the device battery dying; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a history record review could not be conducted. D3, g1,g2 email is: regulatory.responses@icumed.com, b3: unknown, h4: unknown.